Event description:
It was reported that when using the bd pyxis¿ es server, machine quantities were accurate but displayed inaccurately on the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the inventory was incorrect and quantities at the station were accurate but inaccurate on the server. A technical support specialist confirmed with the customer that the issue impacted all facility stations (east, west, and se), with observations suggesting potential data reversion to an earlier timeframe along with overlapping recent activity, conducted analysis to determine the affected timeframe and assess reconciliation of newer transactions, requested prior related tickets to establish an accurate timeline and continued investigation with available data. The customer reported a transaction gap during the upgrade period and was advised that backup transaction history could be provided for audit purposes; committed to sharing the data via email. The customer later confirmed manual reconciliation of data and resolution of discrepancies. The customer confirmed receipt of the reports and validated select recent transactions against the provided data. The system functioned as intended after the technical support specialist investigated the device.